Event description:
The customer initially reported that they were getting inadequate results for an external control sample tested for total protein urine/csf (tpuc). The customer also reported that they had erroneous results for two samples from one patient sample tested for tpuc. The first sample initially resulted as 32.1 mg/dl and this value was reported outside of the laboratory to the patient. The sample was also repeated and resulted as 53.5 mg/dl. The physician questioned the value that was reported outside of the laboratory, so the sample was repeated a second time on (B)(6) 2014, resulting as 24.0 mg/dl. The sample was also repeated a third time at another laboratory on a siemens advia centaur system, resulting as 16.0 mg/dl. A new sample was requested to be drawn from the patient. The second sample initially resulted as 17.7 mg/dl on (B)(6) 2014. The sample was repeated on (B)(6) 2014 and resulted as 3.9 mg/dl. The sample was repeated a second time on (B)(6) 2014 and resulted as 7.0 mg/dl. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The tpuc reagent lot number was 691857. The customer was asked, but did not provide the tpuc reagent expiration date.

Manufacturer narrative:
A field service representative went to the site and observed many issues related to instrument maintenance. The field service representative cleaned the water tank, probes, and washing stations and exchanged cuvettes. After cleaning, the field service representative measured external quality controls and results were within acceptable range. Calibration and roche manufactured quality controls were also acceptable. The issue was determined to be caused by inadequate maintenance performed by the customer.

Manufacturer narrative:
This event occurred in (B)(6).